Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the needle became bent when the device was in use.

Event description:
It was reported that the needle became bent when the device was in use.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: needle bent and misfired. Manufacture date is not known. Probable root cause: design; inadequate raw material selection, tip geometry not designed to facilitate soft tissue penetration , needle not designed to withstand multiple usages/reprocessing cycles process, instrument not manufactured / serviced to specification. Application: attempt to use the device with broken or bent needle, attempt to pass through thick tissue or bone, excessive tissue loaded into jaws, lack of due care when inserting instrument into soft tissue . Use of excessive force: attempt to load or pass incompatible suture, technique error , improper reprocessing cycles/agents used; reprocessing instructions not followed. The reported failure mode will be monitored for future reoccurrence. Note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: eib nick-rep, needle has misfired and torqued, po sample. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) attempt to pass through thick tissue or bone, 3) excessive tissue loaded into jaws, 4) attempt to load or pass incompatible suture, 5) technique error. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.